Event description:
During bypass, the hemocor hph 700 failed (interior filter malfunctioned) on the hemoconcentrator. Perfusionist changed the hemoconcentrator with no harm to the patient. The concentrator was sequestered. Lot 554157, exp 7/28/27. Perfusion lead aware of event.